Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported in a voicemail something inaudible ¿I¿m taken¿¿ and that ¿it didn't work out the first one, they said, I think they said it was a defected.¿ the patient¿s voicemail was clarified on (B)(6) 2019 when a phone call was made to the patient. The patient reported that their first device worked perfectly and stated that they wished the other ones worked like that. The patient stated that their second device was ¿defective¿ and was replaced in (B)(6). The patient stated that they didn't know what was defective about it and reported the name of the physician who had explanted it. The patient said that they didn't know the status of the second device and it was recommended that the patient check with their doctor. The patient said that they didn't remember the date of when it was found to be defective and the patient had concerns that the doctor didn't know what they were doing. There were no further complications reported.